Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a continuous ambulatory peritoneal dialysis catheter placement, the subject device was used. The tissue pad of the subject device was damaged and fell inside the patient. The user performed intraperitoneal irrigation and tried to find out the fragment, but the fragment could not be found. There was no patient injury reported. This is the report regarding the falling of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal side of the tissue pad was severely worn and the metal part was exposed. Omsc could not judge from the device condition whether the tissue pad was detached or melted away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.